Event description:
It was reported that during a coronary stenting procedure the a balloon rupture and stent damage occurred. The 90% stenotic lesion was located in the 30-40% calcified distal main coronary artery. The physician predilated the lesion with a 2.5x20mm maverick balloon and then advanced the 3.0x20mm promus element stent to the lesion. The balloon was inflated to 20atms and the balloon "made a dog-boning effect"; inflating only outside the balloon. The physician attempted to inflate the balloon several times but was unable to deploy the stent. During removal the device got stuck and the balloon ruptured. The physician successfully retrieved the device with a retrieval snare. Upon removal the stent was tangled with the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting procedure the a balloon rupture and stent damage occurred. The 90% stenotic lesion was located in the 30-40% calcified distal main coronary artery. The physician predilated the lesion with a 2.5x20mm maverick balloon and then advanced the 3.0x20mm promus element stent to the lesion. The balloon was inflated to 20atms and the balloon "made a dog-boning effect;" inflating only outside the balloon. The physician attempted to inflate the balloon several times but was unable to deploy the stent. During removal the device got stuck and the balloon ruptured. The physician successfully retrieved the device with a retrieval snare. Upon removal the stent was tangled with the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the returned device consisted of a promus element monorail stent delivery system in three (3) pieces and the stent in a vial. There was contrast in the inflation lumen. The hypotube was broken at 36cm and 116cm from the strain relief with the hypotube outer sheath stretched 7cm before the 116cm break. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The balloon was loosely folded which is consistent of having positive pressure applied. Microscopic inspection of the balloon could not confirm the balloon burst and due to the broken hypotube was not able to inflate balloon to verify. The stent struts were stretched and flared. The tip was damaged. There was no evidence of any product quality deficiencies contributing to the stent and tip damage or broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: balloon pressures should be monitored during inflation. Do not exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon or shaft. This may result in potential intimal damage, dissection or vessel rupture. (B)(4).